Event description:
During a follow up with the home patient's nurse regarding system error 2240 alarms that occurred in 2007 and one day later, the home patient's nurse reported an episode of peritonitis. The date of diagnosis for peritonitis the previous month. The reported alarms occurred after the date of diagnosis of peritonitis. The home patient is not diabetic. The patient was not hospitalized and reported to the clinic with cloudy effluent. The home patient was treated with 1g vancomycin, ip prior to diagnosis and the following six days later and 1g fortaz, ip, one daily for 14 days beginning six days earlier. The culture taken two months earlier revealed gram negative rods and klebsiella pneumoniae. There was no identified exit site or tunnel infection. The nurse indicated there was no identified break in aseptic technique, however, stated it is always a possibility. The nurse reported there was no reuse of supplies. The nurse indicated she suspected the root cause was related to the home patient disconnecting and dragging his extension line throughout the house. The patient had recovered from the peritonitis episode. The peritonitis was assessed to be a reportable serious injury due to an apparent use error.

Manufacturer narrative:
.